Manufacturer narrative:
There is no known patient involvement. The event date has not been provided. This information will be submitted in a follow-up report if and when made available. Recall number: livanova implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The customer also reportedly suspects that there is also mycobacterium chimaera contamination in the unit. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for mycobacterium chelonae during maintenance. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer livanova (B)(4) learned that the device has been confirmed to be contaminated with mycobacterium chimaera and that the facility is not aware of any related patient infections. The device was reported placed within the operation theater during use. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The customer returned the heater cooler systems 3t to livanova (B)(4) to undergo the deep disinfection procedure. The deep disinfection procedure was completed for the device on (B)(6) 2017 successfully. The devices were returned to the facility. Corrective actions are in progress for this issue.